Manufacturer narrative:
No product and no further information have been received after 3 documented attempts. The investigation results for this complaint are summary: the involved start-x tip satelec insert 4 which broke during use was not returned and cannot be analyzed. No unused device is available for evaluation. Nothing unusual to report was found during DHR review (batch #1760029 - start-x tip satelec assortment). We cannot rule on the compliance of the power settings selected by the customer in comparison with the ones recommended by maillefer which are exclusively given for ems generators. For information, the scaler used by the customer seems to be ems compatible. In such a case, the inserts compatible satelec like the one involved in this complaint could not be fixed to the customer scaler because the threads are different. We suggest that the customer checks the proven compatibility of his scaler with our inserts compatible satelec. Root causes are not identified. We will track this kind of event and monitor the trend. Generally speaking, several factors may contribute to breakage issue, such as usury, pressure or incorrect technique. All of these factors may affect the longevity of the tip.

Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803.the device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that start-x tip satelec assort tip broke during use. The outcome of this event is unknown as of this MDR. Further information requested.